Event description:
The dr claims that the graft was implanted for a femoral-femoral bypass and leaked blood for approx two hours from its walls. The quantity of blood lost through the graft is unknown and unattainable. The leakage was stopped with sutures. The graft was left in. The pt's condition is unknown at this time. On 8/22/2000, co learned that the pt is doing well now.